Event description:
Event description cpi received information that this bipolar lead was dislodged. An invasive procedure was performed to remove the lead and replace it with another of the same model number. Implanted-08/30/95. Out of service-07/31/96. Implant months-11. The physician's manual 352527-003c, page 15, lists displacement as an adverse effect.